Event description:
Zenith endovascular graft was advanced via a left sided introduction, pt had a large left common iliac artery. After placement of the ipsilateral iliac leg graft a good seal of the vessel was not achieved. A type I distal endoleak was noted during the post-deployment angiogram. At the distal portion of the ipsilateral iliac leg graft, the vessel appeared to bulge out at the location of the distal seal. The physician elected to deploy a larger diameter graft to vessel. A main body extension was deployed with a 1 3/4 stent overlap. With the placement of the extension the distal endoleak was resolved, however, a type ii endoleak was noted, but thought would resolve itself. Procedure was concluded.